Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (doesn't power on monitor) has been confirmed. Upon investigation, the battery was unable to recharge or power a monitor. The cause for the failure was isolated to an excessively discharged cells. The voltage was 1.4v upon receipt. The root cause for the excessively discharged cells could not be identified. No adverse event resulted from the defective battery.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was unable to power on a monitor.